Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a system leakage test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator has been assigned a third party remote service engineer to the repair case. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the investigation is complete.